Event description:
Customer alleged discrepant blood glucose results of "lo" back to back with a result of 355 mg/dl when testing was performed 5 minutes apart on the advantage system. Customer did not change treatment based on discrepant results. Customer was tested at school. No quality controls were performed. A request was made for the return of the suspect device and replacement product was sent.